Manufacturer narrative:
The technician was unable to duplicate the issue, the bed was found to function as designed.

Event description:
The account alleged the nurse call was not functioning. No patient impact.